Event description:
Angiotech skater biliary drainage catheter locking with radiopaque band 10 fr. The catheter separated into two pieces at the radiopaque band with half the catheter remaining in the patient. This fragment had to be retrieved - which occurred without event. No harm, expense nor inconvenience occurred to the patient. The catheter had been indwelling 6 weeks, as was customary for this patient, and had the usual enteric encrustations. Patient reported no unusual events with the catheter since his last visit. Reason for use: chronic biliary obstruction.